Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on april 03, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery under a general anaesthetic. During the procedure the abutment was removed and a new implant was placed at a different site.